Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was completely black, blocking the graphics and text. Customer's blood glucose was 130 mg/dl. Reportedly, customer reverted to insulin pens for insulin therapy.